Event description:
As reported by the end user, during a graft thrombectomy procedure, a workhorse ii pta balloon catheter was inflated successfully but would not deflate. The physician used an 18 gauge access needle to rupture the balloon percutaneously. The balloon was removed without incident. There was no harm to the pt due to this event.

Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to the MFR for eval; however, to date the device has yet to be received. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch.